Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
The patient reported concern about elevated blood glucose (bg) levels and the amount of insulin delivered by the ilet insulin pump. The patient stated that approximately 50 ml of insulin in the cartridge was delivered within two hours, yet bg did not initially decrease. The patient changed the infusion site and confirmed no leakage was observed. The patient initiated ilet therapy on (B)(6) 2023 and experienced an initial bg rise to approximately 400 mg/dl, which resolved after supply replacement. During the call, the agent provided education on ilet learning behavior, insulin delivery tracking, and proper meal announcements. Bg levels began to decrease during the conversation. The patient reported an average total daily dose (ttd) of 137 units and expressed interest in a larger cartridge and pre-filled insulin cartridges. No injury, medical intervention, or hospitalization was reported. Device not returned for evaluation.